Event description:
While doing a 20g vitrectomy under microscope the right eye using the stellaris posterior vitrector pack some metal fragments from vitrector were noted on the membrane inside the eyes. All visible metals removed.